Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: there was no power to energize the pump. Unable to download the pump history due to moisture. Investigators cannot verify the pump¿s keypad buttons responsiveness due to no power. An initial leak test failed. Battery compartment has a cracked near the pump case seal. Corrosions were visible only in battery compartment and on battery cap. The battery cap is also damaged. The pump cover is removed to inspect internal components; no moisture is visible in the pump main compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.